Manufacturer narrative:
(B)(4). Evaluation information: the reported condition of a flogard infusion pump with a broken cable was confirmed during product evaluation. This condition was caused by mishandling. The power cord was replaced to correct the reported condition. Similar reports have been received for the reported problem.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a broken cable; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.